Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited no sensing; only high frequency noise was noted on the pacemaker system analyzer. The physician elected to use a new rv lead and the procedure was successfully completed. The patient was stable throughout the procedure.